Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the battery.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a message that appeared with ¿electrical reset¿ on the implantable cardioverter defibrillator (ICD). There was no wireless interrogation possible. The device was at end of service (eos) and ICD was running in vvi-65. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.